Event description:
It was reported by service report that the stair chair foot strap was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: restraint straps. Conclusion: customer was sent replacement part. Unit was evaluated by the customer.